Manufacturer narrative:
Correction: g3

Event description:
After a guided procedure and post-operative assessment, it was found that the implant placement was not according to the surgical plan. The surgeon removed the implant and relocated it in a freehand manner. No further medical intervention was reported as a result of this event.

Manufacturer narrative:
UDI related data quality updates only updates based on UDI/MDR data quality notification received on 13th dec 2024.